Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to take the sensor out of the packaging when the needle disengaged and popped out into the plastic container. The customer declined troubleshooting. He stated he had put the sensor back in the package and requested a replacement. Blood glucose value was 154 mg/dl. The sensor would be replaced and returned for analysis.